Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cervix'), device expulsion ('malposition of essure device location of device: cervix/ migration of essure location of device: cervix'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "pregnancy (stillbirth or miscarriage)". The patient's medical history included multigravida and parity 2 ((B)(6) 2004 , (B)(6) 2006). Approximate weight at the time of essure placement (B)(6). In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) - bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache, rash, vaginal discharge, visual impairment, weight fluctuation, alopecia, gastrointestinal disorder, mental disorder and dyspareunia outcome was unknown, the migraine and abdominal pain upper was resolving and the nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: tubal ligation was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received- previously reported event "injury to herself " updated to "genital bleeding", events- ¿ abnormal bleeding (vaginal), menorrhagia, hypersensitivity reaction, apareunia, dental problems, dysmenorrhea, fatigue, gastrointestinal disorder, hair loss, hormonal changes, infection(bladder/ urinary tract/vaginal), migration / malposition of essure device location of device: cervix coded as device expulsion, migraines, headaches, nausea, mental problem, rash, vaginal discharge, vision/eye problems, weight fluctuation, embedded cervix, dyspareunia, stomach pain, pregnancy with contraceptive device, miscarriage, device ineffective and did not have confirmation test performed following insertion of essure micro-inserts nos was added. Events outcome were changed nausea unknown to recovered / resolved and migraines, stomach pain unknown to recovering/resolving. Reporter information added incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cervix'), fallopian tube perforation ('fallopian tube perforation') and device expulsion ('malposition of essure device location of device: cervix/ migration of essure location of device: cervix') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "pregnancy (stillbirth or miscarriage)". The patient's medical history included multigravida and parity 2 ((B)(6) 2004 , (B)(6) 2006). Approximate weight at the time of essure placement 140 lbs. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) - bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), depression ("depression"), kidney infection ("kidney infections"), tooth fracture ("teeth breakabale") and allergy to metals ("various reactions, copper overload"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed in 2008. At the time of the report, the embedded device, fallopian tube perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache, rash, vaginal discharge, visual impairment, weight fluctuation, alopecia, gastrointestinal disorder, mental disorder, dyspareunia, depression, kidney infection, tooth fracture, weight decreased and allergy to metals outcome was unknown, the migraine and abdominal pain upper was resolving and the nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, kidney infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: tubal ligation was mentioned. Discrepancy noted : essure confirmation test(s) conducted: no where as result was reported in lab data a. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Imaging procedure - in 2008: perforation (fallopian tube). Malposition of essure device. Migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs received: event hypersensitivity replaced with various reaction, copper overload. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in cervix'), fallopian tube perforation ('fallopian tube perforation'), device expulsion ('malposition of essure device location of device: cervix/ migration of essure location of device: cervix'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "pregnancy (stillbirth or miscarriage)". The patient's medical history included multigravida and parity 2 (B)(6) 2004, (B)(6) 2006). Approximate weight at the time of essure placement 140 lbs. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) - bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain"), depression ("depression"), kidney infection ("kidney infections") and tooth fracture ("teeth breakable"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed in 2008. At the time of the report, the embedded device, fallopian tube perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, headache, rash, vaginal discharge, visual impairment, weight fluctuation, alopecia, gastrointestinal disorder, mental disorder, dyspareunia, depression, kidney infection, tooth fracture and weight decreased outcome was unknown, the migraine and abdominal pain upper was resolving and the nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: tubal ligation was mentioned. Discrepancy noted: essure confirmation test(s) conducted: no where as result was reported in lab data a. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Imaging procedure - in 2008: perforation (fallopian tube) malposition of essure device migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received. Reporters information updated. Events: kidney infections , depression, teeth breakable and weight loss were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.